Event description:
Procedure type: appendectomy. According to the reporter: emergency operation of appendicitis. After procedure was completed, a nurse noticed the needle tip was missing. The broken tip was not found in operating room and not detected with x-ray. Surgeon did not notice the needle was broken, but perhaps, it remained in patient body. No bleeding. Patient is under observation. Operating room time was extended by more than 30 minutes. Possible lot number: b2c0943.

Manufacturer narrative:
(B)(4).